Event description:
Additional information was received indicating the patient experienced hypotension and palpitations due to the pneumothorax.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an initial implant procedure, a pneumothorax occurred. A chest drain was performed to resolve the event. The patient was stable and will continue being monitored.